Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the customer reported condition. The service engineer installed a customer provided touch frame printed circuit board assembly. The ventilator passed short self tests, performance verification tests, and extended self tests.

Event description:
It was reported that, during patient use, the ventilator's display was erratic. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.